Event description:
It was reported by service report that the power cord was loose where the main power goes into the electrical socket. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord was loose where the main power goes into the electrical socket.